Manufacturer narrative:
All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use state "do not overfill (fill line is noted on container label.) Lid must fit down tightly." Based on review of previous needle protruding from container reports it is usually the container being overfilled that leads to needle protrusions.

Event description:
On (B)(6) 2017- (B)(6) with (B)(6) pharmacy filed a complaint and stated the following: as (B)(6) was finishing up a flu clinic she was holding the sharps container in her hand. As she was walking (B)(6) noticed that she was stuck by a needle protruding thru the container. (B)(6) was stuck near the abdomen. On 09/26/2017 sharps shipped 2 replacement containers and an additional larger containment system to package and ship the suspected container with needle protruding through it. On 10/13/2017 - as of today the customer has yet to ship the larger containment system, with the suspect container inside, back to sharps. At such time as the suspect container is received from the customer an inspection of the suspect container will be performed and findings recorded in the complaint file.